Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed multiple times, although it was able to recover, it still required access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the issue was identified as a probable medication jam, which impacted normal device operation. The field service engineer tested the system along with the customer via the application. During testing, the system functioned properly within the application, and no persistent functional failure was observed. Although the customer initially faced difficulty performing a shutdown, the system operated as intended during verification. No hardware faults were identified, and no parts were replaced.